Event description:
The reporter stated the surgeon attempted to use a micl 12.6 -06.0 diopter lens. The surgeon was advancing the lens in the injector when the lens got stuck in the plunger. There was no pt contact. Backup lens was implanted. No lot number was provided.

Manufacturer narrative:
The product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found piece of plate haptic torn off and missing. Lens was returned in liquid. Conclusions - based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval. (B)(4).